Event description:
While using the depth gauge from the richard's russell taylor humeral nail set, the tip broke off inside the proximal humerus. The physician was unable to retrieve the broken tip from the bone.